Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in leaked leakage between cannula and hub of catheter.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the batch. From the returned photo, unable to evaluate if there is damage on adapter or catheter tubing due to the catheter was covered in blood and the photo was too zoomed out and blurry for evaluation. As current control, there is an outgoing functional test in place to check for catheter leakage. There is also outgoing and in-process visual inspection in place to check for damaged catheter tubing and adapter. As no sample was returned, actual root cause could not be established.

Event description:
Leakage between cannula and hub of catheter.